Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and cannula was crimped. Customer had trouble with the infusion set, when she did a bolus it goes fine, she was not received any alarm as the cannula was kinked. Customer didn't felt right after an hour, so she tested her blood glucose and it was at 500 mg/dl. Customer declined to troubleshooting for high blood glucose and treated it with manual injections. Customer took infusion set out and it shows the cannula was crimped. Customer said she wasted almost a whole box of infusion set and asking for replacement. The insulin pump will not be returned for analysis.